Event description:
Admitted to hospital 12/26/97 with cardiogenic shock, anterior wall mi, acute pulmonary edema. Found to have severe 3 vessel coronary artery occlusive disease. To surgery for emergency CABG x6 and placement of left femoral iabp. As coming off bypass, noted iabp kept beeping a problem. All connections were checked, system was losing its volume. Felt that balloon itself had been injured. It was removed & and put in a new balloon which was done. Had difficulty passing wire, able to dilate area of obstruction and the balloon passed without difficulty. Felt that probably this was a rough area which was original source of injury to original balloon which lead to subsequent leakage.